Event description:
It was reported that that the patient expressed needing medical attention approximately fifteen (15) years following right knee arthroplasty to address unknown complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - orthopaedic salvage system axle catalog #: 150480 lot #: 739360, orthopaedic salvage system reinforced yoke catalog #: 150493 lot #: 146220, orthopaedic salvage system non-modular proximal tibial component 5cm 13x150 catalog #: 150437 lot #: 742230, orthopaedic salvage system poly lock pin catalog #: 150478 lot #: 025790, orthopaedic salvage system 3cm resurfacing femoral component right catalog #: 150350 lot #: 756670, orthopaedic salvage system poly tibial bushing catalog #: 150476 lot #: 958290, orthopaedic salvage system poly femoral bushings catalog #: 150477 lot #: 071280, orthopaedic salvage system poly tibial bearing 22mm catalog #: 150415 lot #: 874450 the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. H6 - component code - proposed code is mechanical (g04) - stem. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.